Event description:
The patient has reported symptoms of major facial structural collapse, trouble with airway reflux, problems swallowing, difficulty breathing, patient needed an IV because was unable to swallow, had to re-learn how to swallow, intense hair loss, nervous system dysfunction, jaw is severely retracted causing a shift on the cervical spine to compensate for pressure, 3 cranial nerves are not functioning adequately (nerves 10-12), left side of the face, neck and throat are somewhat paralyzed and unresponsive, esophagus muscles are week and esophageal sphincter is constantly open enhancing the reflux. The patient reported having psychological and emotional damage. It is unknown if the patient is still wearing the aligners, and the patient's current condition is unknown.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the bite may change throughout the course of treatment and may result in temporary patient discomfort."," in rare instances, problems in the temporo-mandibular joint (jaw joint) may result in joint pain, headaches, or ear problems.". Align's clinical review of available records showed notable patient initial arch shapes upper and lower are triangle, severe crowding upper arch due to ectopic ur5, moderate crowding lower arch, especially anterior segment. Canine class ii and molar class I on right side, class I left side, class I canine and molar left side, midlines do not match, lower midline shift by 2mm to patients right. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported symptoms (the event does not fit the other outcomes, but the event may jeopardize the patient and may require medical or surgical intervention (treatment) to prevent one of the other outcomes), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the symptoms, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.